Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed from the connector. The blood came through holes punched through the septum by the torque wrench at time of implant.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
During a routine device exchange, the set screws in the atrial port of the device could not be loosened. The atrial lead was cut, and the device was successfully explanted and replaced. The patient was in stable condition.